Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage.the following information was provided by the initial reporter:leaking was observed from a 0.2 micron filter toward the end of a 24 hr epoch chemotherapy infusion using IV set #10010454.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: leaking was observed from a 0.2 micron filter toward the end of a 24 hr epoch chemotherapy infusion using IV set #(B)(4).

Manufacturer narrative:
H6: investigation summary: a sample was received and tested by our quality team. The leak was verified at distal air vent when infusing saline solution through the filter under fume hood. The investigation of this set was limited due to the contaminated state that the sample was in (contaminated by chemo residues). The manufacturer of the filter was informed and further investigation was performed. The manufacturer provided possible lots for this filter and ensured that there were no issues with possible lots during production found during the quality checks performed. The root cause for this failure remains unknown. The possible root causes of this failure include a missassembly during filter production relating to air vent membrane or a wetting out of set which has been known to be expedited when chemo drugs are in use. This type of complaint- leakage from filter is a known issue and is being investigated on multiple levels of our organization. The filter supplier, our manufacturing teams, r&d, and our quality engineers are all working diligently to determine the root causes and eliminate further occurrences from taking place. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.